Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: g3, g6, h2, h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the peeling forceps glue cover occurred because an external force was exerted by strong rubbing or bumping on the area during transportation, storage, use, cleaning, etc. The following is stated in the instructions for use which can prevent the event: "do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Per the legal manufacturer, leaks reported on the device included in the initial MDR has no potential to cause or contribute to death or serious injury if the malfunction was to recur.

Manufacturer narrative:
The returned device was evaluated. Inspection found the reported issue was not confirmed however, the a/w (air/water) supply channel was found with no flow due to clogged nozzle. Crack on ¿a-rubber¿ bending section was found and the c-body (control body) forceps glue were observed to be peeling. Based on evaluation findings the reported issue was not confirmed however, crack on bending section, clogged nozzle were determined. The found failures could be attributed to use handling and maintenance issue. This report will be supplemented accordingly following investigations.

Event description:
Leaks were reported on the device. The issue found during reprocessing. There was no patient involvement, no user injury reported due to the event.